Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent placement procedure in the right ureter performed on (B)(6) 2021. It was noted at the conclusion of the case, there was a concern that a defective stent with a possible sub-optimal bladder coil was placed. It as recommended to replace the device to minimize risks of stent migration in the event of incomplete bladder coil. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.